Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose levels in the past; however, no specific bg level or event date was provided. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump or provide additional information on the reported event.